Event description:
A caller reported that a sensor error message was received with the adc device. It was further reported that the customer became hypoglycemic with a loss of consciousness and was provided glucagon by a third party for treatment. The ambulance was called but no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated to correct the investigation summary.

Event description:
A caller reported that a sensor error message was received with the adc device. It was further reported that the customer became hypoglycemic with a loss of consciousness and was provided glucagon by a third party for treatment. The ambulance was called but no further information was reported. There was no report of death or permanent injury associated with this event.